Event description:
It was reported that the patient presented in the emergency room with symptoms of dizziness and presyncope. The pulse generator exhibited capture anomalies. Auto capture was programmed off. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).